Event description:
It was reported that during an implant attempt, the physician contaminated the lead prior to implant. The lead was not implanted. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned, analayzed and no anomalies were found.